Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. A review of the related device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates no additional complaints for reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is (B)(4).

Event description:
A doctor reported that a knife was not sharp and was difficult to impale during surgery, but it was able to complete the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One opened and eight unopened knife samples were received with foam tip protectors, seated correctly in trays for the report of not being sharp. The returned samples were visually inspected. The sample that was returned in an opened package was found to be nonconforming with a damaged tip and damaged cutting edges. Of the eight unopened samples, five were conforming, two were nonconforming with slightly dull tips, and one was nonconforming with a slightly dull tip as well as damaged cutting edges. The conforming samples as well as the two nonconforming samples with slightly dull tips were then functionally tested for penetration. All samples were found to be functionally conforming. The exact root cause of the damage seen on the returned, opened sample could not be determined from the investigation performed. The damage to this sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. Of the eight samples returned unopened, seven were found functionally conforming and one was unable to be functionally tested due to the damage seen during evaluation. The damage to this sample is consistent with damage that can occur with handling during manufacturing. An investigation photo of the nonconforming, unopened sample has been reviewed with the applicable production personnel to raise awareness of this issue and is documented on the facility's CAPA/review training form. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edges exhibited on the returned samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).